Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on post implant interrogation, the right ventricular (rv) lead exhibited high impedance, elevated bipolar thres hold, no capture, and noise was noted with manual palpation of the device header. Upon re-interrogation the rv lead was intermittently capturing. Fluoroscopy of the system was performed and showed the rv lead in similar position to post operative x-ray the day prior. With the pocket opened, the rv lead pin was noted as correctly inserted through the header correctly. Rv lead pull test revealed no lead movement, which indicated that the device set screw was not a problem. The rv lead tip was retracted and the lead was placed into a more septal location with adequate sensing, impedance, and thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.